Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09145. It was reported that during implant procedure the patient's implantable cardioverter defibrillator exhibited oversensing. Programming changes were performed to resolve the issue. On (B)(6) 2021, the patient presented in clinic for post operation follow up. Upon interrogation it was revealed that the patient's right ventricular lead exhibited high capture threshold. A chest x-ray was performed, and lead dislocation was observed. Programming changes were performed to resolve the issue and the patient will continue to be monitored. No patient consequences were reported.